Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced molding defect (short shot). This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: defects; shield bend, tube wall bend, quantity: 30, and effects: no other adverse effects on patients.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect shield/tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect shield/tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect shield/tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced molding defect (short shot). This event occurred 30 times. The following information was provided by the initial reporter. The customer stated: defects; shield bend, tube wall bend. Quantity: (B)(4). Effects: no other adverse effects on patients.